Manufacturer narrative:
Refer to manufacturer reports #3004209178-2017-22676 and #3004209178-2017-22674 for details pertaining to the related reportable events. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported that the patient got migraines every time their impedances were checked, beginning in 2011. No further complications were reported as a result of this event.